Manufacturer narrative:
Date of event was reported as: "for 2 weeks, and it's going on the third" (2018). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the therapy was no longer working and noted that "not because of the hand held, the part in my body¿. They also stated that their ins may be depleted but could not be sure. The patient was told that the ins would last 3-4 years and theirs was 5 years old. The patient confirmed return of their symptoms and mentioned that the "issues with my bladder" are "disgusting" and "it's a lot worse". The patient had the issue ¿for 2 weeks, and it¿s going on the third¿. Follow up information received from the patient on (B)(6) 2019 reported that they saw their hcp on (B)(6) 2018 because the device quit working. They met with the manufacturer¿s representative on (B)(6) 2018. The patient stated that they had uncontrolled urination and that replacement of the ins was needed. On (B)(6) 2019, the patient had surgery to replace the ins. The return of symptoms was reported as resolved. There were no further complications reported or anticipated.